Event description:
It was reported that the customer had button error alarm, failed test and weak battery alarm on the insulin pump. The customer's blood glucose level was 291 mg/dl. The customer was treated. The customer stated that cannot clear the alarm. The customer was asked if he recalls any significant events leading to the alarm. The customer said that the insulin pump was not dropped and when he was lying on the mat if might of rolled or bumped into insulin pump button. The patient was advised that the insulin pump need to be replaced. The customer was advised to discontinue use of the insulin pump and revert to back up plan per health care provider instruction.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.